Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 511 mg/dl. The customer was treated with a manual injection. It was reported that the insulin pump had physical damage and a blank display. Troubleshooting was performed and found that the battery cap contacts were damaged. The customer was using the sensor, but it was unknown whether the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 511 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump battery part came apart the lid and crack where the clip goes. Customer reported battery cap contact came off and insulin pump had blank display. Troubleshoot for high blood glucose was not performed as the insulin pump did not turned on. No further patient complications were reported. The device will not be returned for analysis. Frn-mmt-332-rsvr, mmt-397-unomed inf set, ozp mmt-7020 snsr.

Manufacturer narrative:
Retainer ring =black. Case type = ngp customer returned device for an alleged blank display and cosmetic damage at the back of the device battery cap found on october 29, 2022. Allegation to high blood glucose noted. The device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or was found in the history files or traces.device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to verify customer alleged for high blood glucose medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.